Event description:
It was reported that the left side of the pump screen displayed lines, affecting the ability to read the screen properly. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.